Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 478 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were throwing up. The customer reported that they had air bubbles on the insulin pump. The customer declined troubleshooting. The insulin pump will not be returned for analysis.